Event description:
Same case as MFR # 6000089-2005-00355, 00356. 313 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction (mi) and a target vessel reintervention. In 2004, the first lesion being treated was a 3.5 mm, 100% instent restenosed, moderately calcified, right coronary artery (rca) lesion. The lesion was predilated. The physician placed a taxus express2 8.8% 3.5 x 24 mm drug eluting stent without complication. The second lesion being treated was 3.5 mm, 100% instent restenosed, moderately calcified, proximal rca lesion. The lesion was predilated. The physician placed a taxus express2 8.8% 3.5 x 32 mm drug eluting stent with 5 mm overlap of the 3.5 x 24 mm stent. The third lesion being treated was a 3.5 mm, 100% instent restenosed, moderately calcified, proximal rca lesion. The lesion was predilated. The physician placed a taxus express2 8.8% 3.5 x 8 mm drug eluting stent without complication. The patient was administered IV integrillin during the procedure. The patient was discharged the next day on plavix and asa. In 2005, the patient returned to the cath lab experiencing an inferior q-wave mi. A cypher stent was placed in the proximal rca for instent restenosis. The patient was discharged the next day.